Manufacturer narrative:
The failure investigation has been completed for the touchscreen cracked issue. Based on the analysis, the alleged issue could not be verified. The failure investigation has been completed for the touchscreen unreadable. Based on the analysis, the alleged issue was verified and a different issue was identified.

Event description:
It was reported that the pump touch screen was cracked and unreadable. Customer¿s blood glucose level was 174 mg/dl. The customer reverted to an alternate method in insulin therapy.